Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was trying to change the settings a while ago because she felt like it wasn't working and she got a shock about 2-3 months . It felt like a cattle prod on body, so patient hasn't used it since. She said the stim maybe on but she doesn't know it. Patient also reported going to the bathroom all the time. Patient tried to connect patient programmer to ins on the call and got poor communication with and without antenna. Patient did not know where ins was implanted and she could not see or feel where the ins was. It was further started that the patient had radiation and lots of CT scan for an unrelated medical issue. No further complications noted or anticipated.

Event description:
Additional information was received from the patient. They reported that the patient's symptom control had not yet improved. The patient saw their healthcare professional (hcp) who adjusted stimulation sometime in june. The patient requested review of basic functionality. Patient services reviewed therapy information and general programming. With instruction the patient connected and made an adjustment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.